Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported on at an unknown date a patient was implanted with a one third quarter tubular construct after a left pilon fracture. Reportedly, the implanted device broke on an unknown date along with two unknown screws. Device was explanted on (B)(6) 2013 but screws were not completely removed. During replacement: a drill bit broke off at tip, a cancellous screw head, and a cortex self tapping screw broke off prior to being seated. This report is for an unknown screw. This is report 5 of 6 for complaint (B)(4).